Manufacturer narrative:
Section h10: (e3) occupation: physician (d5) health_care_professional (h3) it was reported that during a previous tsa case, the surgeon had a hard time with the stem. Reportedly, the patient had a difficult anatomy and the humerus fractured. The patient had difficult and soft bone on the humeral side. Surgeon went to ream up to the next stem sizes and during this time the humerus must have fractured and the surgical team were not aware of the fracture at this time. The surgeon cemented in a size 13 normal humeral stem. We then attached the replicator plate and a trial head. After relocating the arm for trialing we realized the humerus had fractured distal to the stem. We took x-ray to confirm. The surgeon put on a ¿real implant head¿ and closed the patient, intending to bring the patient back at a later date to fix the fracture and assess the shoulder. The patient was admitted on 3/19 for the intended revision surgery. Another surgeon assisted with fixing the fracture. After the fracture was fixed, the version of the tsa was addressed and was not correct. The head, replicator plate, and 13-cemented stem were removed, and a size 9 preserve stem was cemented in. A new replicator plate and head were attached, the shoulder was relocated, and the patient was closed. The patient left the or room stable after each procedure. This device was used for treatment, not diagnosis. There is no indication that there is a device related problem, there is no allegation against the device. Does not appear to be related to the devices. The most likely cause of the reported event is related to the underlying patient condition. (G3) report source: health professional no information provided in the following section(s): a3, a4, a5, b6, b7, d4, g5, g8, h4, h6, h7

Manufacturer narrative:
Pending evaluation. Concomitant medical products: equinoxe, humeral stem primary, press fit 13mm, 300-01-13, 4726944. 0mm fixed angled kit, 300-21-00, 5877153. Equinoxe, humeral head short, 44mm (alpha), 310-01-44, 5447361.

Event description:
During the case, surgeon had a hard time with the stem. The patient had a difficult anatomy and the humerus fractured. He ended up using a replicator plate and letting the shoulder go.